Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had generator change out. The patient had high out or range hvli prior to the generator change out. At the implant svc coil was not used. After few months, hv lead impedance increase was observed. Possible hvli issue is due to pocket. The issue will continue to be monitored.

Event description:
Additional information indicates that the patient has competitors av and rv leads.